Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was noted that when the surgeon went to fire the large hem-o-lok clip applier instrument, the clip got stuck to the instrument and was difficult to detach from the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The complaint regarding the cli got stuck and the instrument was difficult to detach was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that after they closed the clip, the clip and the clip applier were stuck together. The surgeon went to close the clip applier the clip did close but then remained attached to the instrument and it was difficult for the surgeon to remove the clip from the instrument. This occurred the first application. They used a new clip applier to resolve the issue.

Event description:
Refer to h11 for follow-up information.